Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was not switching on. In addition, the leds cr4 to cr9 were blinking on the main board for a second and then would go back off. The voltages on j101 and j102 test pins of the power supply assembly were checked and there was no power. There was no patient involved and no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was not switching on. In addition, the leds cr4 to cr9 were blinking on the main board for a second and then would go back off. The voltages on j101 and j102 test pins of the power supply assembly were checked and there was no power. There was no patient involved and no adverse event reported.

Manufacturer narrative:
A getinge authorized dealer's field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply, and the fiber optic module. The fse had also installed an upgraded kit to the unit and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.